Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the multi-tubing set (mts) during drain 2 of 8 of their pd treatment. The patient was advised to cancel their treatment and follow-up with their peritoneal dialysis registered nurse (pdrn). Upon follow-up with the pdrn, it was reported that the leak occurred between the patient¿s mts and pd catheter (non-fresenius device). The pdrn confirmed that the patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient was able to complete treatment by retightening the connection. The mts product sample is not available to be returned to the manufacturer for evaluation because it was discarded.